Event description:
It was reported that the distal tip of the wire remained in the body. The stenosed target lesion was in the mildly tortuous and mildly calcified right prostate artery. A 200cm x 10cm fathom-14, angled tip was selected for use. During prostate artery embolization (pae) procedure, resistance was encountered while advancing a non-boston scientific microcatheter over this device. Consequently, a bit of buckling and wire not handling properly with no ability to torque was observed under fluoroscopy. The physician then tried to remove the wire and noticed that the 10cm radiopaque distal tip of the wire was still in the right prostatic artery. Hence, fathom wire broke off in the prostatic artery while trying to cross the lesion with the microcatheter. Physician attempted to snare the tip but was unsuccessful due to very small and wet vessel. The procedure was not completed. The patient was sent home and was doing great.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The physician has provided pictures of the device and as per pictures provided, it can be observed the part detached of the guide wire. Additionally, the device was returned for the analysis, and it is possible to see that the guidewire was bent and detached at the distal section and the part detached did not returned. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were detected. For microscope inspection, it was observed that the guidewire was bent and detached at the distal section.

Event description:
It was reported that the distal tip of the wire remained in the body. The stenosed target lesion was in the mildly tortuous and mildly calcified right prostate artery. A 200cm x 10cm fathom-14, angled tip was selected for use. During prostate artery embolization (pae) procedure, resistance was encountered while advancing a non-boston scientific microcatheter over this device. Consequently, a bit of buckling and wire not handling properly with no ability to torque was observed under fluoroscopy. The physician then tried to remove the wire and noticed that the 10cm radiopaque distal tip of the wire was still in the right prostatic artery. Hence, fathom wire broke off in the prostatic artery while trying to cross the lesion with the microcatheter. Physician attempted to snare the tip but was unsuccessful due to very small and wet vessel. The procedure was not completed. The patient was sent home and was doing great.